Manufacturer narrative:
(B)(4)

Event description:
During a procedure, it was reported that when the thermocool smart touch electrophysiology catheter was plug in, noise was noticed on all ECG signals on both systems, ep recording and carto 3. While on the patient interface unit (piu) an error appeared, "building test failed" the catheter was disconnected and the issue was resolved. Piu and workstation were rebooted, cable and catheter were exchanged. The procedure was completed successfully with no patient consequences. On april 22nd, received additional information requested from bwi representative stating that the noise was on all the ic and ECG signals except the sc signal (plug in ref/deca) on both equipments at the same time, however the physician was not able to monitor patient heart rhythm. Due to this discrepancy on the information, further clarification was requested and received on april 28th, stating that when the catheter was connected, the noise was on the ECG signals and the map signals, therefore it was not possible to see something on the monitor. After that, the catheter was changed and the case was able to be continued. Later on, the troubleshooting was performed and sc signals were visible. As there was noise on all channels and on both systems at the same time, this caused difficulty for the physician to interpret the signals and impossible to monitor patient heart rhythm. Due to this, it was determined for this complaint to be reportable. Awareness date changed from march 27th to april 22th.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. Since the lot # 16042955m was provided, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
During a procedure, it was reported that when the thermocool® smart touch¿ electrophysiology catheter was plug in, noise was noticed on all ECG signals on both systems, ep recording and carto 3. While on the patient interface unit (piu) an error appeared, ¿building test failed¿. The catheter was disconnected and the issue was resolved. Piu and workstation were rebooted, cable and catheter were exchanged. The procedure was completed successfully with no patient consequences. On (B)(6), received additional information requested from bwi representative stating that the noise was on all the ic and ECG signals except the sc signal (plug in ref/deca) on both equipments at the same time, however the physician was not able to monitor patient heart rhythm. Due to this discrepancy on the information, further clarification was requested and received on (B)(6), stating that when the catheter was connected, the noise was on the ECG signals and the map signals, therefore it was not possible to see something on the monitor. After that, the catheter was changed and the case was able to be continued. Later on, the troubleshooting was performed and sc signals were visible. As there was noise on all channels and on both systems at the same time, this caused difficulty for the physician to interpret the signals and impossible to monitor patient heart rhythm. Due to this, it was determined for this complaint to be reportable. Awareness date changed from (B)(6).

Manufacturer narrative:
(B)(4).